Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years post transfemoral tpvr procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the pulmonic position, the patient underwent a thv in thv due to central regurgitation and stenosis. A sapien 3 transcatheter valve was successfully implanted inside of the failed s3ur. The patient was in stable condition upon completion. Their pre-existing condition is congenital heart disease.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records indicates that approximately 2 years post-implantation, the patient underwent tpvr on (B)(6) /2026, with implantation of a 23'mm s3 valve as a valve in valve within the existing 23'mm s3ur valve following predilation with a 24'mm non-edwards balloon. Deployment was successful within the 23'mm s3ur valve and underlying 23'mm homograft. Based on available records, dysfunction of the 23'mm s3ur valve was attributed to prosthetic pulmonary valve endocarditis and possible septic emboli despite no vegetations being visualized on the echocardiogram. According to a technical summary written by edwards lifesciences, late endocarditis typically results from hematogenous seeding of the valve by infections elsewhere in the body and is unrelated to device sterilization or packaging. At the time of this report, the information available does not suggest the sapien 3 ultra resilia valve malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward sapien 3 ultra resilia valve, therefore the explant event is no longer considered FDA reportable.